Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No malfunction can be determined at this time. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens implant (iol) procedure, he noticed that the iol did not unfold easily. He said that the iol seemed to be "hard". The following day, the doctor noted that the patient had edema but is not sure if this is due to the iol. Additional information has been requested.